Event description:
A customer reported an issue with a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. The customer successfully started a sensor session after receiving guidance from technical support on resetting the pump and no further errors were reported.